Event description:
It was reported that the right ventricular lead exhibited an increase in threshold above 2.0 v. Attempts to reposition the lead were unsuccessful. The lead was removed and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.